Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for analysis but has not yet been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc. Will perform an investigation and will submit a supplemental MDR. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization procedure, the coil unintentionally detached and stretched in the microcatheter. The coil and catheter were removed successfully from the patient. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. Summary device evaluation: the investigation of the returned coil system found the pusher body coil damaged, and the implant still attached to the pusher with no signs of activation using a detachment controller. The unit passed continuity and resistance testing; furthermore, the implant was able to detach successfully during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.